Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose (bg) levels (260-470 mg/dl). The temporary basal rate was increased and a bolus via the pump was delivered to address the bg level. The customer thought that hormonal fluctuations may have aggravated the bg levels. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set cannula for inspection. The customer declined tandem technical support's offer to follow-up to confirm that the high bg had resolved.